Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
This device was explanted due to loss of signal and noise following a cardioversion where the defibrillator pad was placed directly over the device. No adverse patient events were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. The inspection confirmed the clinical observation. Based on analysis, it cannot be excluded that external influences, such as the reported cardioversion, might have led to a component damage. Should additional relevant information or the device itself become available for analysis, this investigation will be updated.